Event description:
At 1 year and 8 months from the primary, knee revision surgery on the left side due to infection. No loosening of the implants. Explantation of the tibial insert and reimplantation of a new one.

Manufacturer narrative:
Batch review performed on 18 september 2023. Lot 2112454: 75 items manufactured and released on 11-oct-2021. Expiration date: 2026-09-26. No anomalies found related to the problem. To date, 74 items of the same lot have been sold with no similar reported event during the period of review.